Event description:
It was reported that at least one of the foley catheter tray received was missing lubricant. It was also reported that the foley catheter was defective as the catheters patient had did not drain for a week and leaked. Nurse changed the foley and found the tip looked weird and the hole was small. It was also reported that the patient's current foley catheter was also leaking. It was noted that the patient had been using the products for less than 90 days.

Manufacturer narrative:
The reported event was inconclusive. No sample was returned for evaluation. A potential root cause for this failure could be due to "tubing design (lumen ID undersized) / lumen wall thickness undersized / inadequate material selection". It was unknown whether the device had met specifications. The product was used for treatment purposes. It was unknown whether the product had caused the reported failure. The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "to deflate catheter balloon: gently insert a syringe in the catheter valve. Never use more force than is required to make the syringe "stick" in the valve. If you notice slow or no deflation, re-seat the syringe gently. Allow the balloon to deflate slowly on its own. Do not aspirate or manually accelerate the deflation of the balloon. If permitted by hospital protocol, the valve arm may be severed. If this fails, contact adequately trained professional for assistance, as directed by hospital protocol. Should balloon rupture occur, care should be taken to assure that all balloon fragments have been removed from the patient." H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text: the device was not returned.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that at least one of the foley catheter tray received was missing lubricant. It was also reported that the foley catheter was defective as the catheters patient had did not drain for a week and leaked. Nurse changed the foley and found the tip looked weird and the hole was small. It was also reported that the patient's current foley catheter was also leaking. It was noted that the patient had been using the products for less than 90 days.